Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a catheter collar detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii was selected for use; however, it was noted that the collar became detached. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed a collar weld plate separation. Microscopic inspection revealed no further damage or irregularity. Media depicted several photos showing a collar weld plate separation confirming the reported event.

Event description:
It was reported that a catheter collar detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii was selected for use; however, it was noted that the collar became detached. The procedure was completed with another of the same device. No patient complications reported.